Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defect and the light guide fiber bundle (lcb) "disconnection". Based on the result, we concluded that it was caused due to the ccd module defect. However, other failure is not related to the alleged complaint. Correction information: g6: "follow" up #1. H3: device "evaluation". H6: coding changed based on the investigation result: component code. Additional information: h2: follow up type. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
At the previous repair, it was replaced the following parts. Ift due to coating damage, ccd module due to defect, lcb due to broken, u/d and r/l pulley wires due to worn out. Lg root brace rubber due to cut. However, the blurry image was still re-occurred even though the ccd module was replaced. We will investigate the reason why the problem could not be solved. This device is classified as import for export, therefore 510k is not applicable. Model ec-3490tli-us is available in the USA with a 510k number k131855. The investigation will be provided in a supplemental report.

Event description:
The image is blurry. Service found blurry image between the ccd and the lens. Last ccd replacement was (B)(6) 2020. This event occurred at the time of before use. There was no report of patient harm.